Manufacturer narrative:
This report is submitted on april 22, 2019. Registration number (B)(4).

Event description:
Per the surgeon, the patient experienced a skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery, under general anaesthesia, on (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.